Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that during the procedure, the screwdriver shaft broke. The tip was able to be removed. The issue was resolved by using another screwdriver. No delay or adverse consequence reported.